Event description:
System shutting down, both ventilator and air compressor.

Manufacturer narrative:
Field svc replaced the air compressor as the most likely cause of the shut down. Lab test concluded the air compressor operate without any problem. A possible conclusion may be that the ventilator and the air compressor may have been plugged into a single power strip that would not handle the load.